Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing due to lead integrity. Additionally, there were recorded episodes of high out of range pacing impedance, measuring greater than 2000 ohms. The physician plans to replace this ra lead during a future pulse generator upgrade procedure. The pulse generator was reprogrammed. There were no adverse patient effects reported. This ra lead remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.